Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette, and the serious adverse event of a stomach infection, which required hospitalization and the patient¿s transition to hd for rrt. It should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation and prevented the establishment of causality. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the limited information available, the liberty select cycler and fmc cassette cannot be categorically disassociated from the serious adverse event due to the region of the infection and the patient¿s transition of modality. However, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse event. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 12/mar/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and fmc cassette for renal replacement therapy (rrt) was diagnosed with a stomach infection and was transitioned to hemodialysis. No additional information was provided during the intake process, and subsequent attempts to obtain additional clinical information (e.g., medication records, discharge summary, patient demographics, hospital records) were unsuccessful.

Event description:
On 12/mar/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and fmc cassette for renal replacement therapy (rrt) was diagnosed with a stomach infection and was transitioned to hemodialysis. No additional information was provided during the intake process, and subsequent attempts to obtain additional clinical information (e.g., medication records, discharge summary, patient demographics, hospital records) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.